Event description:
The customer contact reported the device did not alarm for air in the tubing set distal to the device. On a unspecified date and time, the device was programed to deliver an unspecified intravenous fluid (ivf), with a rate of 60ml/hr. No further programing parameters were provided. After an unspecified length of time, the nurse entered the patient's room and noted there were seven to eight segments of air which were three to four inches in length in the tubing set distal to the device. It was reported the device did not alarm for air in line. The nurse reported no air was delivered to the patient. The device was removed from clinical use. Therapy was resumed using a replacement device, ivf, and tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.